Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adjustment disorder, pih pregnancy induced hypertension, degenerative disc disease, spontaneous abortion, thoracic radiculopathy, obesity, menopausal disorder, irregular periods, hypertension, acute upper respiratory tract infection, arthralgia, rectocele and feelings of weakness. Concomitant products included colecalciferol (vit d3) since (B)(6), ferrous sulfate since (B)(6), hydrochlorothiazide (hctz) since (B)(6), labetalol, phentermine from (B)(6) 2010 to (B)(6) 2011 and sertraline since (B)(6). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced night sweats ("hormonal changes describe: night sweats"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), anxiety ("anxiety,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), anaemia ("anemia,"), dizziness ("dizziness, light headedness"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge pinkish discharge") and abdominal distension ("bloating,"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced infection ("infections") and back pain ("low back pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, infection, alopecia, night sweats, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, migraine, headache, anaemia, dizziness, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension and back pain outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, anxiety, back pain, dizziness, dysmenorrhoea, dyspareunia, headache, infection, menorrhagia, migraine, night sweats, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: contraceptive device in place. Post surgical chances in uterus. Right: ovary 1.9 cm complex cyst; on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adjustment disorder, pih pregnancy induced hypertension, degenerative disc disease, spontaneous abortion, thoracic radiculopathy, obesity, menopausal disorder, irregular periods, hypertension, acute upper respiratory tract infection, arthralgia, rectocele and feelings of weakness. Concomitant products included cholecalciferol (vit d3) since 2010, ferrous sulfate since 2010, hydrochlorothiazide (hctz) since 2010, labetalol, phentermine from (B)(6) 2010 to (B)(6) 2011 and sertraline since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced night sweats ("hormonal changes describe: night sweats"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), anxiety ("anxiety,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), anaemia ("anemia,"), dizziness ("dizziness, light headedness"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge pinkish discharge") and abdominal distension ("bloating,"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced infection ("infections") and back pain ("low back pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in july 2016. At the time of the report, the pelvic pain, weight increased, infection, alopecia, night sweats, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, migraine, headache, anaemia, dizziness, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension and back pain outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, anxiety, back pain, dizziness, dysmenorrhoea, dyspareunia, headache, infection, menorrhagia, migraine, night sweats, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: contraceptive device in place. Post surgical chances in uterus. Right: ovary 1.9 cm complex cyst; on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received: event hormonal changes describe: night sweats, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: utis, anxiety, migraines / headaches, anemia, dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, bloating, hair loss were added. Medical history, lab data, lot number added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and infection ("infections"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2013. At the time of the report, the pelvic pain, weight increased and infection outcome was unknown. The reporter considered infection, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.